Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. No blank display noted and the lcd board was ok. Minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and moisture damage on the keypad trace.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer's mother reported that the insulin pump had a blank screen after it was dropped in the toilet. Blood glucose reading was 240 mg/dl. Troubleshooting was performed. The insulin pump was vibrating without an alarm or alert and a constant tone was occurring. Advised that the insulin pump will be replaced. Nothing further reported.